Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified the device was used, there was fluid in the tubing, suction, and tip of the device. A large piece of unknown material was found lodged between the tip and tip lock. Functional testing determined the tip lock would not lock into place. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the battery appears low power and locking ring was loose and could not lock debridement tip during surgery. There was no issue with the battery and the tip dissembled; however the tip did not fall into the patient. No adverse events were reported as a result of this malfunction.